Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation" against left device. The device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, d9, h3, h6.

Manufacturer narrative:
Lab analysis summary: visual analysis of the returned device identified: crease flat and wear abrasion. Leak test and microscopic analysis was performed which identified: a sharp opening on patch/shell bond edge and observed void >1 mm in non-textured, valve-to shell-bond area. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on patch/shell bond edge assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported "deflation" against left device. The device has been explanted.